Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip gets caught [lip injury]. Painful lip [lip pain]. There is a space between the space of the attachment piece and the rotating brush and lip gets caught in between, quite painful [injury associated with device]. Brush exploded in mouth, the piece shot right into mouth / brush was broken [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he'd/she'd recently purchased some oral-b power oral care refills crossaction for his/her oral-b rechargeable toothbrush, version unknown and he/she soon had problems. The consumer described that there was space between the space of the attachment piece and the rotating brush and his/her lip got caught in between, which was quite painful. The consumer then explained that 4 weeks ago, the brush exploded in his/her mouth. Again on (B)(6) 2017, the consumer stated that a new brush exploded, and the piece shot right into his/her mouth; it was not even a week old. The consumer noted that he/she no longer had the packaging for the brush heads because it was the last brush that was broken. The consumer told his/her dentist about what had happened and his/her dentist indicated that the consumer should report it to the company. The case outcome was unknown. No further information was provided.